Event description:
It was reported to philips that the device's internal paddle is not functioning. The customer requested just a replacement internal paddle with no engineer evaluation. There was no patient involvement.